Manufacturer narrative:
Additional information: g4, h2, h3, h4, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported display issue and subsequent cancellation could not be conclusively determined. Testing at the hospital confirmed ECG signals were generated as well as both uni and bi-polar egm signals. Neither the cim nor the egm input amplifier had any issues. It is believed that the event was related to patient conditions.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
There was no egm display on the workmate claris. The cable connection was checked as well as another cable which did not resolve the issue. The study was cancelled with no patient consequences.